Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measure is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It was reported that pt had pain in the thigh, and femoral cyst on x-ray indicated the need for revision. Pt was revised on (B)(6) 2011.